Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed as a bent shaping ribbon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.e1 - facility name/address: updated.

Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire was crooked/broken when it was removed from the packaging but was not separated into two pieces. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Another bmw universal ii guide wire was used to complete the procedure. Subsequent to the initially filed report, returned device analysis identified the device had been inserted into the patient and a piece of the tip was missing and not returned. The account confirmed the device was not inserted and the blood on the device was due to handling with bloodied gloves. No additional information was provided.

Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire was crooked/broken when it was removed from the packaging but was not separated into two pieces. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Another bmw universal ii guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.